Event description:
The customer reported that they experienced a cracking on one of their cryomacs freezing bag 750 ml. The customer stated that there were stil enough target/stem cells left for transplantation and therefore no harm was caused to the patient. They had no cell loss caused by this event. The event occurred at: (B)(6).